Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter :   it was reported by the consumer the pen needles clog.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/23/2021. H.6. Investigation: customer returned a total of three 4mm, 32 gauge nano pro pen needles. The pen needles were visually inspected prior to testing. 2 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, the remaining pen needle was broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter :   it was reported by the consumer the pen needles clog.